Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the lifevest. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient was prescribed an ointment for the skin irritation while in the hospital. It's unclear if the patient went to the hospital because of the skin irritation. The patient's skin irritation improved with the use of the prescribed ointment.